Manufacturer narrative:
The device will not be returned to zimmer biomet for analysis. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01615, 0001822565-2017-01616, 0001822565-2017-01617 & 0001822565-2017-01618.

Event description:
It was reported that the patient will be revised due to unknown reason approximately twenty three years post-implantation.

Manufacturer narrative:
Investigation results concluded that no devices or photos of the devices were received; therefore, the condition of the components is unknown. The product number and the lot number were not provided; therefore, the complaint history, manufacturing date, the device history records and the field age of the device could not be determined. Insufficient information was provided to perform a complaint history search. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly.